Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this report was implanted on (B)(6) 2010. Upon scheduled follow-up on (B)(6) 2011 with programmer software version smartview 2.22, the programmer software crashed.